Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued. At the time of this report, the patient has recovered (67 days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Six days after the event onset, the patient was hospitalized for peritonitis. On an unspecified date, the patient was treated with vancomycin injection (1gm, intravenous, once a day, ongoing) for peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis (twice a week). Twenty-six days after the hospitalization, the patient was discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.